Event description:
As reported: "during an extraction of a t2a-gt nail, the hook part broke during the process and was retained in the body of patient."

Manufacturer narrative:
The reported event could be confirmed, since the hook of the device is not present anymore. The device inspection revealed the following: the visual inspection has shown that the received extraction hook is in a very used condition, there are many deformations all over the shaft visible, there are strong stress marks at the shaft and impact marks on top of the device. The hook is not present anymore, the smooth surface indicates that the tip of the hook was sheared off during the extraction. There are other damages visible next to the sheared off surface, these damaged indicates that there were several nail removal attempts made after the tip was not present anymore. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a use related issue. Based on the deformed appearance on the shaft it is likely that the hook was not in full contact with the nail, this and the applied high forces did lead to the shearing off of the hook. A sharp edge at the nail, e.g at the fracture face, may also have played a certain role. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during an extraction of a t2a-gt nail, the hook part broke during the process and was retained in the body of patient."